Event description:
Smoke evacuation pencil has a broken seal for the suction portion. Defective pencil removed from sterile field and new sterile smoke evacuation pencil opened without incident to patient. Defective device is in [redacted name]'s office.